Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery. The target lesion was located in the iliac artery. A 7.0mmx60mmx135cm sterling¿ balloon catheter advanced to the lesion for predilation. The balloon was inflated however it ruptured at 8 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a non bsc balloon catheter and a non bsc stent was implanted. Post dilation was performed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed the balloon material was torn 28mm in length. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery. The target lesion was located in the iliac artery. A 7.0mmx60mmx135cm sterling balloon catheter advanced to the lesion for predilation. The balloon was inflated however it ruptured at 8 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a non bsc balloon catheter and a non bsc stent was implanted. Post dilation was performed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.